Event description:
A healthcare facility in (B)(6) reported via a distributor that an rt132 infant continuous flow breathing circuit was leaking and failed the leak test. This was found during the setup check and prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the information provided by the customer, previous similar investigations and our knowledge of the product. Results: the customer reported that the breathing circuit failed the initial leak test prior to patient use. Inspection of the photograph provided by the customer revealed that the connector on the unheated extension was damaged. A lot check could not be carried out as the lot information was not provided. Conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported by the customer. Based on the photograph provided the damage observed on the connector was most likely due to some form of physical damage. If the complaint device was returned it would have been visually inspected and pressure tested for leak. The user instructions that accompany the rt132 infant continuous flow breathing circuit state: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. "Set appropriate ventilator alarms." The hospital correctly followed our user instructions and leak tested the breathing circuit prior to patient use. The hospital also reported they have had no further issues with the rt132 infant continuous flow breathing circuits.